Event description:
It was reported to bsc that during an endoscopic retrograde cholangiopancreatography (male patient, age unk) the coating of the tip fell off into the bile duct. The customer reported the coating was retrieved by the physician. The procedure was successfully completed with another bsc device. There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not yet been performed ,therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.